Event description:
It was reported that the 9900 system intermittently locks up. There was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.